Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient reported bent cannula issue on (B)(6) 2024. Patient was hospitalized for high ketones. He was treated with IV and saline and insulin. No further information available.